Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Additionally, it was reported that the pump touch screen was unresponsive and that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.